Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
(B)(4) received information that the patient with this right atrial (ra) and right ventricular (rv) leads reported feeling stimulation in the right lower quadrant of the abdomen. The stimulation was recreated with ventricular pacing. Additionally, ra and rv loss of capture (loc) at maximum outputs was observed. Furthermore, the daily measurements showed a decrease in the r-waves and p-waves measurements. Subsequently, a chest x-ray confirmed that both the ra and rv leads were dislodged due to the patient suffering from twiddler's syndrome. The loc did not result in asystole of more than 2 seconds. The physician explanted both leads and implanted new ra and rv leads. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.